Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter had inadequate cutting action during the procedure. A replacement cutter was used to complete the procedure. After the procedure the original cutter was tested again and was found to function normally. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device was discarded by the user facility therefore no eval is possible. The sterilization and lot history records of this device were reviewed and found to be acceptable.